Event description:
It was reported that this right ventricular (rv) lead was found out to have physical damage in insulation and lead body as the lead exhibited noise with oversensing. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the device code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found out to have physical damage in insulation and lead body as the lead exhibited noise with oversensing. The lead was surgically abandoned. No additional adverse patient effects were reported.